Event description:
During a wisdom tooth extraction, device overheated, and patient received a burn injury to their mouth and lower lip. Patient was under sedation at the time of the event. Patients is reported to have scarring and is experiencing continued loss of feeling at the site of the injury, which will require further medical treatment.